Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Event description:
It was reported a 25mm pericardial aortic valve, implanted in the pulmonic position for 7 years, had a valve in valve procedure due to stenosis. A 26mm transcatheter valve was implanted in the patient. The patient is reported to be in stable condition. There is no allegation of device failure/malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and b7. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
It was reported a patient initially implanted with a 25mm in the pulmonic position for 7 years 21 days had a valve in valve procedure due to stenosis. A 26mm transcatheter valve was implanted in the patient. The patient tolerated the procedure well with no complications. There was no allegation of device failure/malfunction. The patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
Reference CAPA-20-00141.